Manufacturer narrative:
Correction: device manufacture date updated to proper value. A software analysis was initiated to determine the probable cause of the issue through log analysis. Registration model appeared as a solid block, required adjustment. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. The system performed as intended. The navigation system passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable.

Event description:
Medtronic received information regarding a navigation system being used during a lumbar spine case. It was reported that intra-operatively, while registering the patient, the site did not have an imaging system and attempted manual registration twice with touch points using a CT scan. The first time, the accuracy was ¿incredibly far off¿ and the second time, the accuracy was about 1.5 centimeters to the patient¿s right. The site was using a scan from the day before, and the patient had an anterior surgery after the imaging was taken but before this posterior case. Surgery was completed without the use of navigation. Surgical time was extended by less than one hour and there was no reported patient impact.